Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 800 mg/dl. The caller stated that the customer always wakes up with high blood glucose levels. The customer was treated and released. The caller also reported a cracked battery cap. Advised that it would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.